Event description:
It was reported that during a photo-selective vaporization of the prostate, the physician observed through the camera when the fiber tip broke and began forward firing. The procedure was completed using another fiber without patient complications. It was noted that the tip did not physically separate from the fiber, there were no courtesy messages, and the color of the light emitted by the fiber was red.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the physician observed through the camera when the fiber tip broke and began forward firing. The procedure was completed using another fiber without patient complications. It was noted that the tip did not physically separate from the fiber, there were no courtesy messages, and the color of the light emitted by the fiber was red.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Analysis of the returned fiber confirmed the reported damaged fiber and forward firing events as analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.